Manufacturer narrative:
The complaint sample has not been received by integer for investigation, however the distributor has indicated it will be returned. When it is received, it will be evaluated and a follow-up medwatch 3500a emdr will be submitted. (B)(4).

Event description:
It was reported during an unknown patient procedure that the pin in the locking mechanism is loose. There was a 10-15 minute surgical delay, however the surgery was completed as intended with another suitable device that was available. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The weld from the pivot pin is broken and the pin was taped to the side of the body. Visual examination of the device found many signs of wear, including many scratches and gouges. This device failed due to wear. A manufacturing review was performed and there were no discrepancies found. No further investigation required. (B)(4).